Event description:
Information received from the field notes that the device "stopped stimulating suddenly". The last follow-up in october 2000 showed no sign of battery depletion. Aside from the "urgent" reoperation, the patient's condition was good and there were no consequences.